Event description:
Pt was implanted at c3-4 and c5-6 with a prodisc-c, and underwent revision due to continued pain. Pt also had a stand-alone zero profile device implanted at c4-5. This is two of two reports for this event.

Manufacturer narrative:
Additional info has been requested. Manufacture date cannot be determined without a lot number. The investigation could not be completed, no conclusion could be drawn as no product was returned. Device history record review cannot be requested without a lot number.